Event description:
It was reported that the patient experienced pain at the neck associated with the stimulation of their vns generator. The patient felt the "great pain" every 5 minutes, and it was reported that the physician assessed this pain was due to the dislocation of the patient's electrodes. It was reported that the patient was referred for a lead revision. The physician suspected lead discontinuity, likely referring to the dislocation. There was no report of high impedance to date. The physician reported that the cause of the suspected dislocation was incorrect initial implant location. The patient was reportedly not receiving effective stimulation due to the dislocation. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem. Corrected data: initial report inadvertently did not include that the patient's surgery was due to the pain experienced by the patient.

Event description:
It was reported that the patient's device event resolved with troubleshooting. Additionally, further clarification indicated that the patient's surgery occurred due to the pain experienced. No further relevant information has been received to date.

Event description:
It was reported that the patient's lead was replaced. The explanted lead has not been received by the manufacturer for product analysis to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's treatment was interrupted / modified and that the outcome was unknown. It was reported that the stop date was on (B)(6) 2019 and that the adverse event did not cause the subject to discontinue. No further relevant information has been received to date.